Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 13:57:41 on (B)(6) 2023. At 16:21:24 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole with tactile artifact. At 16:22:35, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with tactile artifact. The electrode belt was disconnected at 16:37:00 on (B)(6) 2023.